Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 335 mg/dl and a correction bolus was to be delivered to address the high bg level. The customer stated that the healthcare provider thought the basal setting needed to be increased and the customer had adjusted the setting. Tandem technical support determined that the pump was functioning as intended.